Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No sticky buttons or button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, and missing end cap sticker. The insulin pump received function properly during rewind and basic occlusion,occlusion, prime, the excessive no delivery and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 336 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.